Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely that external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. It's probable the cause of the external stress was due to the user applying force toward an incorrect direction. The final root cause of this event was unable to be identified, as the device was not returned for evaluation. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing, there had been an ongoing issue with locking arms breaking due to the connecting tube connectors with the oer-elite reprocessor. The connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event. This complaint is related to patient identifiers: (B)(6).